Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, one user was unable to log in to all stations. The customer reported that when attempting to unlock the account, a permission-related message appeared, which they had not encountered previously. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one user was unable to login to all stations. A technical support specialist (tss) dialed into the server, ran user authentication checks, and found the account status as account already locked. The customer was advised to contact their hospital information technology (hit) team to unlock the user account in active directory (ad), resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, one user was unable to log in to all stations. The customer reported that when attempting to unlock the account, a permission-related message appeared, which they had not encountered previously. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.